Event description:
New information received states the physician electively decided to turn off the tachy setting to not deliver inappropriate shock. The patient ejection fraction has improved since the change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed two non-sustained right ventricular oversensing episodes that looked like myopotential oversensing. The patient was asymptomatic and is pacemaker dependent. Turning the low frequency attenuation off and on and performing a valsalva were recommended. No further information is available.